Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information xact stent, emboshield nav 6 embolic protection device, heparin. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. .

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, post procedure, a right groin hematoma developed. Anticoagulation with heparin was reversed by slowly infusing protamine 50 mg and pressure with a non-abbott mechanical closure device was applied for one hour. Although the area at the access site developed bruising and a slight hematoma remained, the patient was discharged to home the next day as planned. The closure site was reevaluated during a followup office visit 24 days after the procedure, revealing complete resolution of the bruising and hematoma. There were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: reportedly, after uneventful clip deployment, bleeding continued and a hematoma developed. The hematoma was expressed, pressure held for 30 minutes, and a non-abbott device was applied to achieve hemostasis. Though requested, no additional information was provided.